Manufacturer narrative:
The technician found the latch plate was bent which prevented the siderail from latching. The technician straightened the latch plate to repair the bed.

Event description:
Information received indicates the siderail will not latch.